Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, pump was reset to clear the alarm. Customer's blood glucose was 92 mg/dl. Customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.